Event description:
Procedure type: tap transabdominal preperitoneal. Pt gender: unk. According to the rptr: during the case the balloon could not be inflated because it was torn. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.